Event description:
Additional information: it was reported that patient experienced symptoms of opioid withdrawal. A partial disconnect at the pump con nector site occurred due to "twiddling". There was intermittent lack of csf (cerebrospinal fluid) back flow. The full catheter was replaced on (B)(6) 2012. Drug concentrations reported were morphine 30.0mg/ml, 3.0mg/day; bupivacaine 40.0mg/ml, 4.0mg/day; clonidine 5 00.0mcg/ml, 50.0mcg/day. As of the date of this report patient was noted to be receiving very good pain reduction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731sc lot# n274040003 implanted: (B)(6) 2011 explanted: (B)(6) 2012; dacron pouch 8590-1 lot# n275593 implanted: (B)(6) 2011 explanted: unk; patient programmer model #8835 serial # (B)(4).

Event description:
It was reported that the catheter dislodged or migrated. The pump was refilled with new drug and a bridge bolus programmed. Two hours later, they decided to replace the catheter. The catheter was replaced. Per the report, the patient was a twiddler. The pump delivered morphine, clonidine and bupivacaine.